Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Information on further possible steps and it's dates has not been received.

Event description:
In situ testing showed affected channels. Audiology does not have a follow-up appointment scheduled until the user has seen their implanting surgeon. No date set for surgeon visit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Audiology does not have a follow-up appointment scheduled until the user has seen their implanting surgeon. No date set for surgeon visit.